Event description:
It was reported that on multiple occasions, homecare patient has experienced problems with the fit and seal of the inner and outer cannulae. A total of ten(10) size m8lpc,specialized double low pressure cuffed tracheostomy tubes have reportedly been problematic. Limited information has been provided regarding the patient, the events, device usage and type of device maintenance practiced. There was one (1) patient involved with no reported patient injury. Eight(8),size m8lpc devices were returned to the manufacturer on 11/10/98 for identification, analysis and investigation.